Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-mar-2022. The device evaluation was completed 05-apr-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. The device was inspected, and the hemostatic valve was not found in the hub component. No problem with the brim cap, nor silicone ring was found. The dilator was not returned. The functional test was performed, in accordance with bwi procedures. The vessel dilator and smarttouch sf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. According to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate the resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not advancing through the sheath during preparation, before use in the patient. The sheath was exchanged for another vizigo sheath to continue the case successfully. There was no patient consequence reported. Additional information was received on the event. The resistance was when they were prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The technician was trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and was getting resistance. The physician never got his hands on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Once the dilator went through with a lot of force, catheter would not flush correctly. There was occlusion when irrigating the sheath, it would not flush correctly once dilator was inserted into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was never inserted into the patient or hooked up to an irrigation pump. They were inserting the dilator into the sheath itself. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared to be narrowed or partially blocked. As the sheath was clearly compromised, they exchanged it out for another one. No catheters had been inserted through the sheath. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-apr-2022, the hemostatic valve was not found in the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 05-apr-2022.